Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead received an inappropriate shock. The impedance measurement for the delivered 31 joule shock was noted to be high and out of range. Daily measurements have been in range and stable, testing returned acceptable measurements in triad and coil to can. Boston scientific technical services (ts) possible calcification on the lead and possible continued monitoring as testing showed measurements to be back within range. No adverse patient effects were reported.